Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40/mg/dl. Bg cause was unknown. Customer addressed bg level by consuming carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.